Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 32mm in length, 3.5mm in diameter, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. Pre-dilation was performed using a 2mm x14mm maverick balloon catheter, leaving 80% residual stenosis in the lesion. A12mm x4.00mm taxus¿ element¿ drug eluting stent was advanced and deployed in the ostial left main and was post dilated at 16 atmospheres. Angiography was performed and revealed fracture at the mid portion of the stent. Another 16mm x4.00mm stent was deployed to cover the fractured stent and post dilated at 16 atmospheres. The stent was well apposed to the vessel wall and the blood flow was good. No patient complications were reported and the patient's status was stable.